Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Therapy date: initial date of implant is unknown and was reported only as an unknown date in 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that hardware removal surgery was performed on (B)(6) 2016 due to discomfort from the prominent edge of the implanted liss plate. The patient was originally implanted on an unknown date in 2016 with one (1) less invasive stabilization system (liss) nine-hole plate and nine (9) 5.0mm screws to treat a distal femur fracture. The fracture had healed but the patient was uncomfortable with the prominent edge on the implanted plate. It was decided that the liss construct would be removed. During the (B)(6) 2016 procedure, while the surgeon was attempting to remove two (2) 5.0mm screws, the screw heads became stripped. Surgeon chose to leave the screws in place. Surgeon was able to removed one (1) 5.0mm ti locking screw, but was unsuccessful in removing the other eight (8) screws and plate. Due to this event surgeon was unable to complete the procedure. The second hardware removal surgery was performed on (B)(6) 2017. During the procedure surgeon removed one (1) titanium distal femur left liss plate, three (3) 5.0mm ti locking screw self drilling, two (2) 5.0mm ti locking screw self-drilling 40mm and one (1) 5.0mm ti locking screw self drilling 75mm. The two stripped (2) 5.0mm ti locking screw remain in the patient's femur. It was reported that the surgeon removed the head portion of these two screws and reamed out some of the inner portion of the shaft screws. Only the distal portion of the shaft of these screws remained in the patient¿s bone. Surgery was completed successfully and patient is reported in stable condition. This report addresses the need for revision surgery due to patient discomfort due to the prominent edge of the liss plate. Please see related complaints (B)(4) which address and report the additional events related to this patient. Concomitant medical devices: 5.0mm ti locking screw self-drilling 26mm (item # 422.392, lot # unknown, quantity 3 each); 5.0mm ti locking screw self-drilling 40mm (item # 422.393, lot # unknown, quantity 2 each); 5.0mm ti locking screw self-drilling 75mm (item # 422.396, lot # unknown, quantity 1 each); 5.0mm ti locking screw (item # unknown, lot # unknown, quantity 3 each). This report is 1 of 1 for (B)(4).